Manufacturer narrative:
Analysis of the device found no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the catheter, product ID 8709, serial# (B)(4), was not an applicable component to this event. Corrected initial reporter occupation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted the patient was receiving dilaudid at 20.0 mg/ml at 19.020 mg/day via an implantable infusion pump.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a unknown source regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and other non-malignant pain. It was reported the patient died on (B)(6) 2016. The (B)(6) noted the cause as possible drug overdose. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: sex, date of birth.